Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced an error while in use during an operation. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced a system error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the case was cracked, main seal was damaged, and three case screws were corroded. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.